Manufacturer narrative:
The reported events were lead damaged and unable to implant. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of lead damaged was confirmed. X-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. The cause of the reported event of lead damaged was isolated to the overtorqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant. During procedure, the rv lead became stuck in the superior vena cava of the patient. In an attempt to push the rv lead through, the lead became damaged and was unable to be implanted. Another rv lead was implanted successfully on 28 aug 2025. The patient was stable.